Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x18mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. There were no other device interaction issues noted. The device was removed from the patient anatomy. While unpacking a 2.25x23mm xience alpine sds it was noted that the pouch label (size) did not match the chipboard box label (size); thus, the device was not used and there was no patient involvement. Reportedly everything matches except the chipboard box and there was no indication that the chipboard box was previously opened. A 2.25x18mm xience alpine otw was advanced toward the target lesion and also failed to cross due to the patient anatomy. There were no other device interaction issues noted. The device was removed. The lesion was ultimately treated with an 8mm and 12 mm xience alpine stent. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported label issue.